Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation. Visual inspection showed that the blue end cap was still on and there were no defects noted. Microscopic inspection of the center slits was performed and showed no gland re-knit. Functional testing showed that it primed and flowed normally. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free catheter extension set had ¿no flow or very little flow¿. The step of setup or therapy during which this occurred is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.